Manufacturer narrative:
The customer performed a visual inspection of the patient's sample and no visible interferences were detected. The customer's calibration and qc results were acceptable. There was no indication for a performance issue of reagent. The customer's sample pre-analytical details were requested but not provided. The investigation reviewed the system's alarm trace and found abnormal aspiration errors. These are indicators of possible poor sample quality. The field service engineer replaced the float switch within the system's water tank and the gear pump head. He cleaned the rinse mechanism lines and adjusted the reaction cells and cell rinse water levels. He performed precision testing with acceptable results. The customer performed qc with acceptable results. After service, no further issues were reported by the customer. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable gluc3 glucose hk gen.3 result for one patient tested on a cobas 6000 c (501) module. Prior to patient testing, the glucose qc was acceptable. The patient's initial result was not reported outside the laboratory. The customer cleaned the sample probe and noticed 1-2 drops coming from the end of the probe during the sample probe wash cycles. The customer replaced the sample probe and performed qc with acceptable results. The customer performed repeat testing with the patient's sample on the same analyzer. The patient's initial glucose result was 7 mg/dl. The patient's repeat glucose result was 211 mg/dl. The customer determined the repeat glucose result was correct. The glucose reagent lot number was 565210 with an expiration date requested but not provided.